Event description:
Baxter received a report from a baxter technician stating the bed was moving by itself. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the progressa bed hilow.the baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a bed randomly moving up and down on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.